Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false negative results during patient correlation. The exact number of false results and details regarding the confirmation method were not provided. Additional information was requested but unable to retrieve further details.